Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received inaccurate fill estimate. Reportedly, the cartridge was filled with about 300 units of insulin. The customer reported blood glucose level was 94 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate. The following day, the customer called back and reported receiving another inaccurate fill estimate. The customer declined to reload the cartridge and confirmed a new cartridge would be loaded onto the pump later in the day.